Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the knife of the stapler got stuck during firing. The red reverse button didn¿t work so the stapler was still stuck in the parachym of the lung. They tried to break open the device but they still didn¿t get the tissue put of the device. They had to cut the tissue around the device to remove it from the patient. No pre-fire was done and it was the first cartridge used on the stapler.

Manufacturer narrative:
(B)(4). Batch number: r57t7h the analysis results found that one ec45a device was returned disassembled with the anvil damaged and closed the firing mechanism jammed and with a ecr45g cartridge reload loaded on the device. The cartridge was received partially fired 1/2. After further analysis it was noted that the knife had buckled. No functional test was performed due the condition of the device. The damage to the knife and anvil is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: is the current patient status known? The current status of the patient is good. The patient woke up after surgery and didn¿t have problems due to the bleeding and the patient felt good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There was no change in post operative care due to the event.